Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-38312 it was reported that the patient presented with skin erosion and the device and lead were found visible from the incision site of the implanted device pocket. The implantable cardioverter defibrillator (ICD) and the right ventricular lead were explanted due to erosion. The patient was in stable condition throughout the procedure.